Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that the pump was working fine today and when she went to change the site, it said low battery. When she changed the battery, the pump stopped working and had a blank display. Customer changed the battery 3 times and received a failed battery test. Troubleshooting was performed and the display did return after inserting a new aaa alkaline battery. Customer stated that the pump did not do anything when she acted on the self test. Customer stated that the battery cap was loosened a bit and the pump started to come on, but after that nothing else happened. Customer also received another failed battery test. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. It was unable to verify failed battery test alarm due to blank display. No cosmetic damage noted.